Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the insert is out of useful life.

Event description:
While using a 30k fsi-sli-fg-10s insert, the insert was getting hot, even with the water turned up all the way; no injury resulted.